Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the scope's image was very blurry and could not see through. The harvester was able to use the same scope to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: maquet cardiovascular received the product on 04/02/2009. The initial visual inspection showed that there were scratches on the tube shaft and the optic was compromised. The scope was shipped to the OEM, scholly fiberoptics, on 04/07/2009 for further investigation. Maquet received scholly's assessment on 04/16/2009 which indicated they observed burnt residue on the external surface of the light guide interface and interface threads. The residue is inconsistent with their manufacturing process. The origin is assumed to be customer related due to mishandling or misuse. The distal tip had mechanical damage to illumination fibers. The reported failure was confirmed.